Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The customer stated that the pump is not dripping out insulin. The customer stated that she was not feeling well and her grandma called 911. The ambulance came and the customer was treated with a shot and bolus. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed the functional testing, included the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a scratched keypad overlay.